Manufacturer narrative:
Pump received with intermittent up button response due to corroded keypad trace. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that insulin pump froze when attempting a bolus delivery. Customer reported that buttons were not responding. Customer reported that the time and date did anvance on insulin pump.